Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that implantable loop recorder (ilr) has migrated upwards and is threatening to pop through the skin about 1cm above the insertion site. The ilr remains in use. No patient complications have been reported as a result of this event.